Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00055 on 17feb2020. Additional information/correction (20feb2020): were updated to include corrected information. MDR 2517506-2020-00058_s1 was submitted in conjunction to this report.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced and aligned the imt probe. Additionally, the pump tubing was replaced, the pump rate was adjusted, and the rotary valve was flossed. Cse also replaced the imt pump head, rotary valve, imt tower cable, and flash drive. Calibration, dilution, and condition were all performed and the system was functional upon departure. The replaced components corrected the issue. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00058 was submitted in conjunction to this report.

Event description:
A discordant sodium and potassium patient result was obtained on a dimension rxl with hm instrument. The initial results were not reported to the physician(s). For the sodium sample, the same sample was repeated on the same instrument, then a redrawn sample was repeated on the same instrument, and then the redrawn sample was repeated on the same instrument after servicing. The repeated result after the instrument servicing was reported, as the correct result, to the physician(s). For the potassium sample, a redrawn sample was repeated on the same instrument, then again on the same instrument after servicing, and then repeated on a non-siemens instrument. The repeated test result on the non-siemens instrument was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.